Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture in the battery compartment. During testing, the pump was not able to be powered on. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of the display screen being blank was not able to be adequately investigated due to the pump not powering on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).